Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The issue could not be replicated. The detector board firmware was reloaded as a precaution and the system passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that the system became unresponsive. A reboot resolved the issue. There was a 10 minute delay to the procedure and no impact to patient outcome.